Event description:
During the implantation procedure, the lead was getting stuck and it was thought that there was something wrong with the helix. Therefore, it was not implanted.

Event description:
During the implantation procedure, the lead was getting stuck and it was thought that there was something wrong with the helix. Therefore, it was not implanted.

Manufacturer narrative:
July 13, 2010.a response from the manufacturer is pending. Device was disposed of.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. (B)(4). Since the lead was not returned, the device history records were reviewed. The records did not show any abnormalities. No other information on this case was available; therefore, no further conclusion can be drawn. Device was disposed of.